Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received excessive no delivery alarms and believes it was due to site. Customer and spouse were using the same box of infusion sets and they are both receiving no delivery alarm. Customer's blood glucose was 200 mg/dl. Customer declined troubleshooting and declined to return infusion sets for analysis. Customer was advised to call back when issue occurs. No further information provided.